Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead may have fractured and thus was exhibiting high out of range pacing impedance measurements of greater than 3000 ohms, high pacing threshold measurements, a decrease in amplitude measurement, and oversensing of noise. At this time the system has been reprogrammed and the ra lead remains implanted and in service. No adverse patient effects were reported.